Event description:
The pt came in for their 6 month follow up and complained of back pain. The physician performed an angiogram and observed that the graft had migrated distally 3 cm. As an immediate resolution the physician decided to implant a tube inside the bifurcated graft at the superior region to cover the migrated area. The superior deployment was accomplished without any difficulties. When the physician went to deploy the inferior attachment system, he pulled on the #4 pull ring and the wire broke. The physician performed a brachial incision and gained access to the inferior suture. He was able to deploy the inferior attachment system. The inferior attachment was deployed leading into the ipsi iliac. A fem-fem was performed to restore bloodflow to the contra iliac limb. The pt was forwarded to ICU and is currently being monitored. Two week follow-up on pt. The pt has developed an infarcted bowel.